Event description:
This case was initially received via regulatory authority (ansm, reference number:(B)(4)) on 02-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvis pain'), arthralgia ('disabling hip pain'), periarthritis ('capsulitis of the shoulder (recognised disability)') and bone pain ('femur pain +++ (pain centre monitoring since the beginning of (B)(6) 2022)') in a (B)(6) female patient who had essure (batch no. 634988) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and thyroidectomy. Concomitant products included thyroid hormones for thyroidectomy. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain"), neck pain ("neck pain"), premature menopause ("early menopause"), loss of libido ("loss of libido"), thyroid disorder ("treatment of my thyroidectomy difficult to balance"), burnout syndrome ("burn-out"), constipation ("constipation"), gastrooesophageal reflux disease ("gastric reflux"), tooth fracture ("fractures of tooth roots x 2"), aphasia ("word (easy) loss in a conversation"), arthralgia (seriousness criterion disability), periarthritis (seriousness criterion disability), bone pain (seriousness criterion disability), fatigue ("fatigue"), asthenia ("lack of energy"), morose ("moroseness"), hypertension ("hypertension"), poor quality sleep ("restless sleep") and sleep apnoea syndrome ("sleep apnoea device fitted in (B)(6) 2021") and was found to have uterine leiomyoma ("uterine fibroid") and weight increased ("weight gain"). The patient was treated with surgery (essure removal via salpingectomies) and device. Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, neck pain, premature menopause, uterine leiomyoma, loss of libido, thyroid disorder, burnout syndrome, weight increased, constipation, gastrooesophageal reflux disease, tooth fracture, aphasia, arthralgia, periarthritis, bone pain, fatigue, asthenia, morose, hypertension, poor quality sleep and sleep apnoea syndrome had not resolved. The reporter provided no causality assessment for aphasia, arthralgia, asthenia, back pain, bone pain, burnout syndrome, constipation, fatigue, gastrooesophageal reflux disease, hypertension, loss of libido, morose, neck pain, pelvic pain, periarthritis, poor quality sleep, premature menopause, sleep apnoea syndrome, thyroid disorder, tooth fracture, uterine leiomyoma and weight increased with essure. The reporter commented: events had occurred from 2010 to 2021. Salpingectomies in (B)(6) 2021 for removal. General condition unchanged for the moment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. The most recent information was received on 18-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvis pain'), arthralgia ('disabling hip pain'), periarthritis ('capsulitis of the shoulder (recognised disability)') and bone pain ('femur pain +++ (pain centre monitoring since the beginning of (B)(6) 2022)') in a 42-year-old female patient who had essure (batch no. 634988) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and thyroidectomy. Concomitant products included thyroid hormones for thyroidectomy. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain"), neck pain ("neck pain"), premature menopause ("early menopause"), loss of libido ("loss of libido"), thyroid disorder ("treatment of my thyroidectomy difficult to balance"), burnout syndrome ("burn-out"), constipation ("constipation"), gastrooesophageal reflux disease ("gastric reflux"), tooth fracture ("fractures of tooth roots x 2"), aphasia ("word (easy) loss in a conversation"), arthralgia (seriousness criterion disability), periarthritis (seriousness criterion disability), bone pain (seriousness criterion disability), fatigue ("fatigue"), asthenia ("lack of energy"), morose ("moroseness"), hypertension ("hypertension"), poor quality sleep ("restless sleep") and sleep apnoea syndrome ("sleep apnoea device fitted in (B)(6) 2021") and was found to have uterine leiomyoma ("uterine fibroid") and weight increased ("weight gain"). The patient was treated with surgery (essure removal via salpingectomies) and device. Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, neck pain, premature menopause, uterine leiomyoma, loss of libido, thyroid disorder, burnout syndrome, weight increased, constipation, gastrooesophageal reflux disease, tooth fracture, aphasia, arthralgia, periarthritis, bone pain, fatigue, asthenia, morose, hypertension, poor quality sleep and sleep apnoea syndrome had not resolved. The reporter provided no causality assessment for aphasia, arthralgia, asthenia, back pain, bone pain, burnout syndrome, constipation, fatigue, gastrooesophageal reflux disease, hypertension, loss of libido, morose, neck pain, pelvic pain, periarthritis, poor quality sleep, premature menopause, sleep apnoea syndrome, thyroid disorder, tooth fracture, uterine leiomyoma and weight increased with essure. The reporter commented: events had occurred from 2010 to 2021. Salpingectomies in (B)(6) 2021 for removal. General condition unchanged for the moment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100 kgs. Lot number:634988 manufacture date:2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.